Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal fusion t herapy for t10-pelvis fusion with decompression. It was reported that the screw was placed on the right side of the pelvis. It can be placed roughly 80 percent of the way in, and couldn't get it to advance any further. The screw wouldn't advance, and it wouldn't back out, it was cut off at the bone level. Surgeon placed another screw in the pelvis instead. The other screws were fully advanced but it felt that the set screws were cross threading with reported screws. There were no further complications or symptoms reported regarding the event. Additional information was received via manufacturer representative that the event occurred during normal use and no manufacturing issue identified.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 5540030, serial/lot #: (B)(6), UDI#: (B)(4); product ID: 5540030, serial/lot #: (B)(6), UDI#: (B)(6) ; product ID: 5540030, serial/lot #: (B)(6), UDI#: (B)(4); product ID: 5540030, serial/lot #: (B)(6), UDI#: (B)(4); product ID: 5540030, serial/lot #: (B)(6), UDI#: (B)(4); product ID: 5540030, serial/lot #: (B)(6), UDI#: (B)(4). H3: product analysis of product#:5540030 lot# 0058406c, product#:5540030 lot# 0043385c, product#:5540030 lot# 0043387c, product#:5540030 lot# 0043385c, product#:5540030 lot# 0043385c, product#:5540030 lot# 0058406c, product#:5540030 lot# 0045089c. Visual and macroscopic inspection confirmed the threads of the break off screw have been damaged. The thread crest and flank damage appear to have initiated at the start of the thread and is consistent around the damaged portion of the thread. Functional evaluation with a sample mas found the set screw unable to be fully engaged in the mas head. This is consistent with misalignment of the mas and set screw threads during construct assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.